Manufacturer narrative:
Although temporal relationship between the ccpd therapy with the liberty cycler and the reported event of worsening abdominal hernia exits. There is no documentation that shows a causal relationship between the event of abdominal hernia and the liberty cycler. However, there is an association between the event of worsening abdominal hernia and the increase in intra-abdominal pressure that can occur during the normal course of dialysis therapy. The reported swelling of legs was caused by a cellulitis and being treated with antibiotic; cellulitis of the lower extremities is not reasonably associated with the liberty cycler. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis patient reported that they were having difficulty draining. A follow up call was made to the patient's nurse who reported that the patient was only able to drain when irrigated at the clinic. The patient had only partial treatments on (B)(6)2017. The nurse reported that the reason the patient had drain problems was due to an abdominal hernia. The nurse was not aware if the hernia was pre-exiting prior to the start of peritoneal dialysis therapy. However, stated the hernia became more prominent after dialysis. During the hospitalization a hemodialysis (hd) catheter was placed and the patient transitioned to hemodialysis therapy during the hospitalization for renal replacement therapy. The patient was scheduled to have hernia corrective surgery on (B)(6)2017. The patient was still in the hospital as of (B)(6)2017. Of note it was also reported that the patient had bilateral swelling of lower legs, which was new for this patient. During the follow-up call to the nurse it was reported, the swelling was not due to fluid overload but, due to cellulitis and was being treated with antibiotics.